Event description:
Loosened total knee replacement arthroplasty left knee. Synovitis, left knee. Operation: arthrotomy left knee with synovectomy, anterior & posterior compartments. Revision total knee replacement arthroplasty left knee revising the tibial component as polyethylene plastic component.